Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) settings had been changed and "screwed it all up" the patient said they thought they were dying. Follow up with the physician's office indicated that the device had been reprogrammed due to inappropriate mode switch. The device remains in use. No further patient complications have been reported as a result of this event.